Event description:
Customer reported that he had unexplained low blood glucose and his transmitter was exposed to x-ray. Customer went to the emergency room because he was swelling and had heart failure and kidney failure due to his diabetes. Customer's blood glucose reading at the time of the emergency room visit was 92 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.